Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl; cause was unknown. Sugar was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values in the 40s mg/dl were recorded by continuous glucose monitor (cgm) from 7-7:05 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. At 11:50 pm on (B)(6) 2019, user requested a 2 unit bolus while still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.